Manufacturer narrative:
Concomitant medical products: product ID: 8880t2, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had an ins replacement two weeks ago and there were some high impedances at that time, but they were able to program around them. The rep stated that now the patient couldn¿t feel stim at all and they wanted to know hat to do because the impedances values were ¿all green¿. Technical services reviewed that even ¿green¿ impedances could be elevated enough not to feel stimulation. The rep added that when they met with the patient today they had a communication failure and had to reboot their communicator. The rep ended the call because they were driving and would call back later. It was reported that the patient had high impedances at the ins replacement two weeks ago (B)(6) 2018, and additional high impedances on (B)(6) 2018. The event date for the loss of stimulation was not asked as the caller disconnected. No further complications were reported/anticipated.